Manufacturer narrative:
The device history record (DHR) review was completed, and the device passed all manufacturing release criteria for distribution. The product was not returned for evaluation, and device logs were not synced; therefore, an investigation could not be performed. Based on the user's report, the event may have resulted from a high-carbohydrate bedtime snack that was not announced to the ilet. The cause of the user's hypoglycemia is indeterminate but appears most consistent with user behavior. Should additional information become available, a supplemental report will be submitted.

Event description:
On 22-jun-2025, the user experienced a low blood glucose (bg) event with a reported nadir of 43[?]mg/dl. The user consumed juice, soda, and candy, but their bg did not initially improve. A family member transported the user to the emergency room (ER), where the user ate a sandwich and bg returned to range. The user was not admitted and was discharged the same night. The user attributed the event to a possible overcorrection by the ilet following a high-carb snack (peanut butter and jelly sandwich) before bed that may not have been announced. The user did not experience any lasting symptoms and remained on the ilet.